Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found that the entire length of the stent was damaged, with struts bunched and stretched distally. The crimped stent outer diameter at time of manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.25 x 12mm synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the proximal part of the stent got lifted when it was removed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.25 x 12mm synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the proximal part of the stent got lifted when it was removed. The procedure was completed with another of the same device. No patient complications were reported.